Event description:
Patient had hypertension and hostile abdomen and previous history of ileus and replacement of aaa with a bifurcated vascular prosthesis. In pre-procedure, both of the patient's internal iliac arteries were occluded due to previously replaced vascular prosthesis. An aneurismal sac was noted in the left external iliac artery. An aortic ampulla was present in the proximal neck. During the procedure, the iliac leg appeared to have sunk in the aneurismal sac in the left external iliac artery adjoining the distal end of the left limb of the vascular prosthesis. After correcting this, a proximal type I endoleak was noted to have developed. It dissipated with balloon dilation, but the type I endoleak persisted, so a palmaz stent was placed and this resolved the endoleak. See also 1820334-2007-00303. Physician comments were that the leak and sinking of the left leg stent were due to the difficult anatomical morphology of the lesions. No anatomical difficulties in the proximal neck were observed.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigated. An internal clinical review indicated that the event was caused by adverse patient anatomy and incorrect planning and sizing by the customer.